Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient presented to the emergency room with fatigue, anorexia and diarrhea. A CT scan revealed evidence of sigmoid diverticulitis with possible perforation and abscess formation. The patient¿s white blood cell count was 19,000 cells/mcl. On (B)(6) 2014, a drain was placed in the left upper quadrant of the patient¿s abdomen for the abscess. On (B)(6) 2015, the patient was discharged to home with a 14 day augmentin course. On (B)(6) 2015, the patient was readmitted to the emergency room due to frequent falls while at home. The patient¿s international normalized ratio (inr) was 10 upon admission. A repeat CT scan showed a perforated sigmoid diverticulitis. There were no pump alarms or issues reported. On (B)(6) 2015, a sigmoid colectomy with end descending colostomy in the left upper quadrant of the abdomen was performed. An exploratory laparotomy revealed multiple pelvic and perirectal abscesses with gross spillage of stool and pus into the cavities. From (B)(6) 2015, the patient¿s plasma free hemoglobin level increased from 15 to 431g/dl, and his lactate dehydrogenase level increased from baseline to the 6000 to 7000u/l range. On (B)(6) 2015, an echocardiogram revealed that there was no lvad function and no unloading of the left ventricle. The aortic valve was opening with every beat at pump speeds over 10000rpm. On (B)(6) 2015, the patient¿s pump was exchanged, and a large clot was noted in the pump housing, just inside of the inlet stator. On (B)(6) 2015, the patient¿s vital signs were stable. On (B)(6) 2015, the surgeon reported that the patient¿s pump had clotted off again. The patient¿s vital signs were unstable and the estimated flows could not be calculated. An echocardiogram showed that there was no unloading of the left ventricle and the aortic valve was opening with every beat at speeds above 10000rpm. The estimated flows were below the calculated range. Reportedly there were no device alarms. The patient¿s pump was exchanged and the inflow conduit and outflow graft were left implanted. Post-operatively, the patient's vital signs stabilized. Echocardiography showed a septal shift when the pump speed was increased. The central venous pressure increased to above 20mmhg and the surgeon was concerned about right sided heart failure. On (B)(6) 2015, the patient went into cardiac arrest and resuscitation efforts were not successful. The reported cause of death was heart failure. This medwatch report represents device #3 of 3.

Event description:
Additional information: an (B)(4) registry report was received. There was no narrative description provided; however the following information was provided: patient death: (B)(6) 2015. Did patient experience a thrombus event: yes. Adverse event onset date: (B)(6) 2015. Did patient experience a thrombus event: yes. Thrombus event: signs or symptoms: heart failure. Thrombus event: intravenous anticoagulation: yes. Thrombus event confirmed: yes. Device malfunction: yes. Patient outcome: death. Patient outcome: exchange. Device malfunction causative factor: no cause identified. Primary cause of death: circulatory: heart disease. Device function normal: no.

Manufacturer narrative:
This medwatch report represents device #3 (implanted on (B)(6) 2015). Device #1 was reported under MFR# 2916596-2015-00463 and device #2 was reported under MFR# 2916596-2015-00464. Approximate age of device ¿ 1 day. The pump was returned to the manufacturer for evaluation, but the evaluation is not yet completed. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The attached user facility medwatch report #(B)(4) was received from the (B)(6) registry.